Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no mapping match for component. H6. Component code 3190 - no mapping match for alleged product defect.

Event description:
On (B)(6) 2025 the patient reported they believe their device is dosing too much insulin as they were experiencing hypoglycemia with a blood glucose (bg) level of 48 mg/dl after a meal announcement. The event was corrected with a sandwich and sugar pills, and the patient did not require outside assistance or medical intervention. No hospitalization occurred and no long-term health effects were reported.